Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm morphology from the time of implant is unknown. The aortic neck was 4 cm in length and straight. It was reported that the left renal artery was lower on the CT scan and on the angiogram. At the final angiogram the right renal artery was not filling; however, it was patent throughout the procedure and the stent graft was below the left renal artery. The physician attempted with several catheters from below to cannulate the renal artery with no success. The physician prepped the patient's left arm and tried to cannulate the renal artery with no success. After 2 hours of trying to get into the renal artery, the decision was made to perform a left iliac artery to renal bypass. After the procedure the patient was stable. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: incorrect technique/procedure (stent graft covering the renal artery). Evaluation conclusions: operational context contributed to event (stent graft covering the renal artery). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (arterial occlusion), lack of information (unknown cause of right renal artery occlusion). Evaluation conclusion: lack of information (unknown cause of right renal artery occlusion).

Event description:
Additional information received confirming that the left renal artery was lower on the CT scan and on angiogram than the right renal artery. During the final angiogram the right renal artery was not filling due to the endurant bifurcated stent graft being placed above the right renal artery unintentionally. Additionally, the cause of the lower left renal artery not being covered by the graft could not be determined.